Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that later in the day after implant, the right ventricular lead became dislodged. There was loss of capture, polarity switch, threshold had risen and r-waves were highly variable. A lead repositioning procedure was performed. The lead remains in use. No patient complications have been reported as a result of this event.